Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. (B)(4) was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (B)(4) to all outside us dimension vista customers. The (B)(4) are entitled "dimension vista system may not perform aliquot probe rinse." The (B)(4) describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
A discordant, falsely elevated urinary cerebrospinal fluid protein (ucfp) result was obtained on a patient sample on a dimension vista 1500 instrument. The sample was tested on the dimension vista 1500 instrument and resulted falsely high and was flagged with an error. A 1:10 auto-dilution was performed and the sample was repeated, resulting lower than the initial result but still falsely elevated. The diluted result was reported to the physician(s). A urine electrophoresis test was ordered for the patient and the electrophoresis test was negative for urine protein. The sample was then repeated on the dimension vista 1500 instrument and resulted lower and correlated with the urine electrophoresis result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.